Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. Reportedly, post-operative bleeding occurred. Pt showed signs internal bleeding and was brought back to the or. Staple line was noted to be bleeding and was repaired. Clips were applied and hemostasis achieved. Pt was also transfused with 2 units. Pt status okay and was released.